Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio meter with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio1 meter = 6.1. Inratio2 meter = >7.5. Reference = 1.1. Mean = 3.6. Confidence limits = 2.0 - 5.0. The inratio2 meter inr result was not included in the accuracy calculation because a discrete inr value was not provided. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 304243. Results as follows: a) (B)(4) inratio: 1.9, 2.1, 1.9, reference: 1.65, bias threshold: 1.15 - 2.15, %cv: 5.87; b) (B)(4) 2.5, 2.4, 2.6, 2.55, 1.50 - 3.50, 4.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined form the info provided by the customer. As reviewed on 08/28/2013, (B)(4) discrepant result complaints were reported for lot #304243 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 6.1, inratio2: >7.5, lab: 1.1. Therapeutic range 2-3. Pt was tested on two different meters and the results compared to the lab. This medwatch report is for the inratio meter (sn (B)(4)) and the inratio2 meter (sn (B)(4)) is included on medwatch report: 2027969-2013-00757. The same strip lot was used for both tests. Tests were performed back to back with new finger then the lab draw was done.